Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The device was received stuck in motor error loop during bolus and or basal delivery. The excessive no delivery test was not performed due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No number fluctuation noted during prime test and time and date worked properly. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked reservoir tube, cracked case, cracked belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 227 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.